Event description:
Rep reported that the high impedances were identified on contact#: (B)(4) in pre-op on surgery day on (B)(6) 2024. Patient first noticed wound discharge/opened up on (B)(6).

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2024, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances at electrode # 4 and # 5 at 40,000. Patient was not utilizing impacted electrodes. Able to attain coverage needed with remaining intact electrodes. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
The manufacturer representative (rep) reported that on september 30, 2024 the patient had a wound debridement because they were having discharge / wound weeping at the incision site for the leads, which had opened up. The rep noted there was not an infection. On (B)(6) 2024 the patient additional surgical intervention (a wound debridement) to clean out both incision sites of the leads. The issue was reported to have been resolved. The rep also reported that high impedances (>40 ,000 ohms) were observed on electrode #5.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead section d information references the main component of the system. Other relevant device(s) are: ubd: 06-may-2028, UDI#: (B)(4); ubd: 08-jun-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.